Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fb125r - varady varix extractor lgth 170mm. According to the complaint description, during phlebectomy surgery, the tip of the device broke in a microincision on the right thigh. An x-ray was performed and it did not show the presence of any foreign body in the periskeletal soft tissues. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information: d4 - lot number. D9 - device return. H3 - yes, device evaluated. H4 - manufacture date. H6 - codes updated. Investigation results: the complained medical device was made available for investigation with a fracture at the working end. The detached fragment was not returned to the manufacturer for examination. The investigation was conducted using both visual and microscopical analysis of the fracture pattern, which revealed signs of a forced fracture. No pores, inclusions, or foreign bodies were identified at the fracture origin. The fracture surface exhibits features consistent with progressive fatigue crack growth. The final fracture area shows a brittle overload pattern, which is typical when the remaining cross-section has already been weakened by fatigue. In addition, a hardness test was performed to assess material integrity. The results confirmed that the medical device met the predefined hardness specifications, indicating conformity with the manufacturer's standards and no deviation from expected mechanical properties. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that there is one similar complaint filed against the affected batch number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon investigation results, a CAPA is not required.